Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, functional and underwater leak testing were performed and verified the reported condition. The assignable cause was determined to be operative failure during assembly. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all-in-one container had a leak due to a defective closure during priming. There was no patient involvement. No additional information is available.